Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A peritoneal dialysis (pd) patient reported that there was a burn spot on the top exterior of their liberty select cycler and it appeared as if the paint was bubbling up. The patient was issued a replacement cycler. Upon follow up, the patient indicated he observed the reported damage while setting up for treatment and prior to connecting. He does not recall ever observing any smoke, sparks, nor flames on or near the cycler and does not recall any burning smells since hes had the reported cycler. The patient confirmed that no adverse events were experienced and no medical intervention was required as a result of the reported event. Treatment was completed with the cycler on the date of the event. The reported cycler was scheduled to be picked up and returned for physical evaluation.

Manufacturer narrative:
Corrected information: h6 impact code, clinical code, type of investigation, findings - updating per new h6 codes.

Event description:
A peritoneal dialysis (pd) patient reported that there was a burn spot on the top exterior of their liberty select cycler and it appeared as if the paint was bubbling up. The patient was issued a replacement cycler. Upon follow up, the patient indicated he observed the reported damage while setting up for treatment and prior to connecting. He does not recall ever observing any smoke, sparks, nor flames on or near the cycler and does not recall any burning smells since he¿s had the reported cycler. The patient confirmed that no adverse events were experienced and no medical intervention was required as a result of the reported event. Treatment was completed with the cycler on the date of the event. The reported cycler was scheduled to be picked up and returned for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that there was a burn spot on the top exterior of their liberty select cycler and it appeared as if the paint was bubbling up. The patient was issued a replacement cycler. Upon follow up, the patient indicated he observed the reported damage while setting up for treatment and prior to connecting. He does not recall ever observing any smoke, sparks, nor flames on or near the cycler and does not recall any burning smells since he¿s had the reported cycler. The patient confirmed that no adverse events were experienced and no medical intervention was required as a result of the reported event. Treatment was completed with the cycler on the date of the event. The reported cycler was scheduled to be picked up and returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. During an external visual inspection it was observed that the paint was flaking and appeared discolored on the heater tray. There was no thermal damage (melted) observed during the inspection. There was a gap between the front panel assembly and the touch screen. A cause was not identified for the observed physical damage. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could confirm the alleged thermal damage. An associated cause could not be determined. The cycler was refurbished following the evaluation.